Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 conical tip was severely scratched or cracked. The case was completed using that kit and there were no issues or patient harm, but visibility was difficult.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode.

Event description:
N/a